Event description:
It was reported that during a gastric bypass procedure, the device would not open once reload was put in and the device was inserted into the patient, so the device could not be activated. Staples are showing as fired on part of reload, this is because the nurse outside of the or showing the rep that the device was jammed. The manual release lever did not work. No consequence to the patient and another identical device was fired with no further issues. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: the report indicates that the manual release lever did not work. How was the device removed from the patient¿s tissue? Was there any damage to the tissue? If yes, describe damage and any actions required to address what happened.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: apparently the manual release did work according to nurse and the surgeon completed w another device without any further complications.